Event description:
It was reported via legal documentation that approximately 26 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, mechanical loosening of internal left knee prosthetic knee joint, osteolysis with progressive pain, catastrophic failure with fragments of the peripheral polyethylene which had broken away from the central medial portion at the periphery, large cyst in the tibial bone, significant femoral bone loss portion of the periphery, large cyst in the tibial bone and significant femoral bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.